Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-31393. It was reported that the patient was experiencing ineffective therapy due to lead fractures. X-rays revealed fractures in the t12 and l2 leads. Surgical intervention is expected to address the issue.

Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2020. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.